Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to instability from a rotated and loose tibial tray. During the revision it was noted the tibial bearing fractured. The tibial tray, stem and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, it states: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00316 / 00317).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 9, 2015. Evaluation of the returned tibial tray results found a lack of bone cement material which would indicate a lack of adhesion of the implant. A possible cause is that the bone cement started to set before the tibial tray was placed into the patient which could have affected the adhesion to the tibial tray and would allow it to move out of position and misalign. Radiographs revealed that the tibial tray was misaligned, which would cause interference of the tibial bearing with the femoral component during movement. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."